Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported hypoglycemia as a result of back problems and current medications. Hypoglycemic range has been between 41-60 mg/dl, and target blood glucose is 100-200 mg/dl. There have been times where patient has required his children's help to treat hypoglycemia. Patient's children have gotten foot to treat hypoglycemia because patient is "dizzy". Infusion headset is changed every 3-4 days and infusion tubing is changed every 12 days. Adapter has never been changed. Patient reuses insulin cartridges 2-3 times. Advised on manufacturer specifications for insulin cartridge, infusion set, and adapter. Patient is using correct type of battery. Time is set correctly on infusion device, and patient is currently adjusting basal rates with his physician. Infusion device has not been dropped or exposed to water or moisture. No product was requested for evaluation.